Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest wall muscle stimulation when the implantable pulse generator (ipg) - which had been programmed to an atrial-only pacing mode - indicated elective replacement (eri) and began pacing in a ventricular-only pacing mode at 65 beats per minute. The left ventricular lead was not capturing; it was noted the output was programmed to the minimum. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.